Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and replaced legacy collimator with 2dlf collimator and encoder cables. Verified collimator alignment. System checkout performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000168r, product ID: bi71000874, product ID: bi71000888, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was displaying a collimator error. No patient was present at the time of event.

Manufacturer narrative:
H3,h6: the collimator was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Collimator was tested by using heustis collimator tester. Bench test failed. Homing and burn-in test failed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: cm21111 rev. 4: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.